Event description:
It was reported that four years and one month post port placement, the catheter allegedly had opacification and crack. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2018).

Event description:
It was reported that approximately four years and one month post port placement, the catheter was allegedly fractured. It was further reported that upon x-ray examination catheter was allegedly found in right cardiac and hepatic region. Reportedly, the device was removed on later days. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: ne powerport MRI isp implantable port with a groshong catheter loaded onto the port stem and one cath-lock were returned for evaluation. Functional, dimensional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted on the distal end of the catheter. A partial circumferential break was noted approximately 0.9cm from the port body. The surface of the partial circumferential break was noted to be granular with residue throughout. The surface of the complete circumferential break on the distal end of the catheter was noted to be granular in one region and round in the other region. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2018). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.